Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr, customer meter and customer strips: 2.9 inr. Marcumar 4: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 8:00 am, the meter result was 3.6 inr. At 12 pm, the laboratory result was 2.7 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not anemic, had no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, had some changes in diet as was eating more greens, no recent illness, no new medications, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.